Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, broken/damaged switch on main board, damaged top/lower micro switch assemblies, cracked return tube assembly, and damaged top socket assembly. The complaint was verified by visual. The cause was damaged switch on main board and upper/lower microswitch assemblies. Replaced main board, upper/lower switches to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that both microswitches are defective, and disposable alarm keeps beeping. There was unknown patient involvement and unknown harm/adverse event reported.